Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven year of post deployment, v/q scan showed high probability of acute pulmonary embolism. Around, one year and ten months later, a computed tomography of abdomen without intravenous contrast was performed and result showed that the inferior vena cava filter was noted in situ measured 4.4 cm in length and 1.5 cm in transverse dimensions. The top of the filter was located at the level of the superior endplate of l3, and the feet was located 2 mm inferior to the superior endplate of l4. Several struts of the filter extended outside the confines of the inferior vena cava with the one located at approximately 2 o'clock position extended over or into the adjacent aorta. Other extended anteriorly at approximately 1 o'clock position, 4 o'clock position and 5 o'clock position. A curvilinear low attenuation density was present along the anterior lateral aspect of the filter extended from 12:00 to 7 o'clock position and might represent a chronic fluid leak or hematoma. Inferior vena cava filter was noted in proper position, however colonic perforation was noted due to fractured, bent struts extended outside the confines of the inferior vena cava. Small amount of chronic hematoma or fluid collection was noted adjacent to the inferior vena cava, anterolaterally. Additionally, a computed tomography (CT) of the abdomen and pelvis demonstrated inferior vena cava thrombosis occlusion starting at the inferior vena cava just above the inferior vena cava (ivc) filter extending inferiorly. Around, nine months later, computed tomography of abdomen and pelvis without intravenous contrast showed that the struts of the inferior vena cava filter extended outside the lumen medially, the most medial strut was seen at the periphery of the abdominal aorta. Therefore, the investigation is confirmed for limb detachment, perforation of the inferior vena cava (ivc), and material deformation. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment; however, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.;

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and detached limbs extended out of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: an inferior vena cava (ivc) filter was deployed by history in 2005, specific details are unknown due to missing records. "Approximately eleven years" a vq scan performed for dvt thrombolysis and concern for pulmonary embolism demonstrated high probability of acute pulmonary embolism. Additionally, a CT of the abdomen and pelvis demonstrated inferior vena cava thrombosis occlusion starting at the inferior vena cava just above the ivc filter extending inferiorly. Approximately thirteen years post ivc deployment, a CT of the abdomen performed for ivc filter evaluation revealed ivc filter was noted in proper position, however colonic perforation of the inferior vena cava was noted due to fractured, bent struts that extended outside the confines of the inferior vena cava and a small amount of chronic hematoma or fluid collection was noted adjacent to the inferior vena cava anterolaterally. No further information is found per current record set. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven years post deployment, a vq scan demonstrated critical results of pulmonary embolism. Additionally, a CT demonstrated ivc occlusion starting just above the ivc filter extending inferiorly. Occlusive clot was seen as proximally as possible with ultrasound, in the iliac veins bilaterally, with current ivc filter placement. Approximately thirteen years and three months post ivc deployment, a CT revealed colonic perforation of the ivc due to fractured, bent struts that extended outside the confines of the ivc. Therefore, the investigation can be confirmed for limb detachment, perforation of the ivc, material deformation and occluded filter. Additionally, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and detached limbs extended out of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.